Event description:
The following event was noted during the literature review. A retrospective study was conducted on 221 patients treated with a starclose device in a 12 month period between (B)(6) 2005 and (B)(6) 2006. In this patient, it was reported there was a significant perisheth bleeding throughout the procedure. The patient had an asymptomatic post procedural drop in hemoglobin and a retroperitoneal hematoma was suspected but unconfirmed. The starclose was successfully deployed and no further treatment was needed.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. R williams, et al; "multicenter safety efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device", (journal of endovascular therapies 2007; 14:498-505).